Event description:
It was reported while using bd alaris¿ lvp 20d low sorb, there was one instance of tubing separation. There was no report of patient impact. The following information was provided by the initial reporter: a second event has been reported where the bd low sorb tubing broke while chemo was being administered.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2260-0500 lot number 22066373 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb, there was one instance of tubing separation. There was no report of patient impact. The following information was provided by the initial reporter: a second event has been reported where the bd low sorb tubing broke while chemo was being administered.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.